Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had ineffective stimulation and the reprogramming attempted did not cover his primary pain area (right side and lower back). It was stated, the right side stimulation was in his thigh, partially in the stomach and sometimes his right arm. X-ray imagery revealed the lead was off to the left side. The physician had ordered a CT scan. The system impedance was tested to be normal.